Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, service required codes were found in the ventilator's downloaded error log. The device's machine flow sensor, 3 way solenoid valve and proportional valve were replaced to address the issues.

Manufacturer narrative:
H3 other text : third-party service center.